Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were three (3) homechoice cassettes that had a leak from an unspecified location before use. There was an unspecified alarm on the homechoice device at the time of the leaks. There was no patient injury or medical intervention associated with this event. No additional information is available.